Event description:
It was report that the fixed dental bridge, originally cemented on (B)(6) 2025, exhibited persistent mobility. On (B)(6) 2025, the prosthetic restoration became detached, and two prosthetic screws were found fractured from implants at tooth #45-47. Furthermore, the abutment tooth 45 was clinically assessed as severely damaged, rendering it unsuitable for continued prosthetic support.

Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age at time of the event unknown / not provided. A4: patient weight unknown / not provided. D3. Manufacturer. D4: additional device information unknown / not provided. D9: device availability unknown / not provided. D10. Concomitant medical products. Zfx11-zb-tsv-3547-nel, zfx, gentek tibase, tsv/tm non-engaging, 3.5 mmd x 4.7 mmh, lot number 2120020315. G1. Contact office (and manufacturing site for devices) or compounding outsourcing facility. & contact office - manufacturer site.